Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Egd was performed and was negative for a bleed. The patient was discharged. Labs on discharge were inr 2.0, hgb 9.2, hct 30, and pla telets 226. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with an elevated international normalized ratio (inr), black tarry stools and abdominal pain. Consult for gastrointestinal upper endoscopy to be performed. Labs on admit include hemoglobin (hgb) 8.1, hematocrit (hct) 27.6, international normalized ratio (inr) 11.5, and platelets 334. Awaiting inr to be less than 1.8 for egd. The patient received one unit of blood and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.